Manufacturer narrative:
Other devices used: catalog #00596205010, nexgen articular surface, lot #60518931. Catalog #00599201792, nexgen lps-flex femoral component, lot #61262310. Catalog #00597206535, all polly patella, lot #61483618; manufactured at zimmer, (B)(4). His report will be amended when our investigation is complete.

Manufacturer narrative:
Medical records were received. Office visit notes state that the patient continued to have severe pain in the right knee. It was also reported that bone scan did not show any significant loosening of the prosthesis. Records confirm that the patient underwent arthroscopy. Patient reportedly had a loose bony fragment which was removed. Patient also had synovitis, scar tissue and extra bone about the patella which was possibly the cause of impingement and was removed. Post-op office visit notes stated that the patient developed severe pain in his foot and had some redness, warmth and hypersensitivity. Notes also report debridement of some retained patella around patellar button as well as partial synovectomy was performed. Patient had pain, lot of stiffness and did not have full extension and had only 60 degrees of flexion. The notes state that the patient had lot of pain during the night and was limping, range of motion from 20 degrees to 75 degrees, no gross instability in the knee and patella seemed to track well but the patient still had some tightness and loss of mobility of the patella and episodes of instability. It is reported that the doctor has stated patient has permanent partial disability related to right knee with 55% loss of use of the leg. The cause of disability is unknown. Part and lot number were checked for compatibility. It was noted that incompatible devices were used. The femoral component is not compatible with the articular surface used. The nexgen cr-flex and lps-flex fixed bearing knee package insert states "do not use lps or lps-flex femoral components with lps-flex prolong articular surfaces unless the part number of the femoral component 51 or 52 part number suffix...they were not designed to be compatible". Patient's disability as well as use of incompatible combination of implants may have caused or contributed to the patient's problem.

Event description:
It is now reported that the patient underwent an arthroscopy on (B)(6) 2016 with removal of a loose body, partial synovectomy and partial patellectomy.

Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing problems with the implant. Surgeon informed patient a revision is needed.